Manufacturer narrative:
Submit date: 11/1/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer reports that while inserting the device, it tore off into two. Another device had to be used to complete the procedure. The patient was in the room when the tear occurred, there was no antibiotics required for the patient.